Event description:
As reported by the descover registry, the patient received two cypher stents (2.5x28 and 2.5x13) in the distal lad. Six months later, restenosis was noted in the distal lad area treated during index procedure. The lesion was treated with a taxus stent.